Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead dislodged. During the procedure to reposition the lead, the rv setscrew on this cardiac resynchronization therapy defibrillator (crt-d) device would not turn forward or back. As a result, the device was removed and a new device was used without further complication. The rv lead was successfully repositioned and remains implanted with the new device. No adverse patient effects were reported.